Manufacturer narrative:
The initial report was submitted under manufacturer report number 3005094123-2021-00221-00 with suspect medical device of alinity I total bhcg, list 7p51-21. After further evaluation, the suspect medical device was changed to alinity I processing module, list 3r65-01, which is this report. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated discrepant alinity I total bhcg results were observed between the alinity I processing module and instrument manager laboratory information system (lis). The account stated 6 patient samples results of alinity I total bhcg <2.42 miu/ml were sent from the alinity I processing module to the lis but the same results in the lis were >15,000 miu/ml. The correct patient results are positive >15,000 miu/ml. Through troubleshooting, it was discovered the issue was due to configuration parameters in alinity I processing module. After the adjustment of the configuration parameters (linearity retest results, calculations for standard dilutions, reportable ranges) the correct alinity I total bhcg results were sent to the lis. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr checked the bhcg assay parameters and noticed no discrepancies in the configuration of the parameters and only the retest rules were missing. The fsr added an auto-dilution to the retest rules for assay results >15,000 miu/ml. The fsr reported that the correct positive results of >15,000 miu/ml were generated on the alinity I processing module and were sent to the instrument manager (im). The incorrect negative results of <2.42 miu/ml observed on the lis did not generate from the alinity I processing module or the im. Since no definitive cause of the issue observed was identified, the alinity I processing module was considered the likely cause of the issue. A review of historical data revealed no adverse trend, systemic issues, or nonconformances associated with the alinity I processing module list number. The alinity ci-series operations manual addresses operational precautions and limitations; and automated retest of specimens. The alinity I total b-hcg package insert includes information about sample dilution procedures. A review of the product labeling concluded that the issue is sufficiently addressed. A search for nonconformance was performed and there were no non-conformances or potential non-conformances identified for the alinity I processing modules. A review of the alinity I product monitoring review found no systemic issue or trend for the issue associated with this ticket. Use error may have contributed to the customer¿s issue as the retest rules were not configured in the bhcg assay file. No product deficiency was identified.